Event description:
Patient required aspiration of fluid from a hematoma two months following participation in peak breast reduction study. Referred to radiology for aspiration of remaining fluid.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of peak clinical studies. Product was not available for evaluation because the complaint file was opened based on the retrospective review of the clinical study file. A lot number was not provided so an investigation of the lot history record could not be performed. End of report.